Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician had difficulties with the patient's veins and the left ventricular lead dislodged with the patient's heart beat. The physician was unable to re-implant the lead. The lead was not used and no lead was implanted. No patient complications have been reported as a result of this event.